Event description:
It was reported that while using a bd insyte¿ autoguard¿ shielded IV catheter the catheter adapter was found to be damaged. The following information was provided by the initial reporter: "the end of the catheter is missing the part that screws into the clave. So you are unable to connect or screw an adaptor piece to the end."

Manufacturer narrative:
H6: investigation summary: bd received a 22 gauge insyte autoguard winged catheter unit from lot 1048762 for evaluation. Our quality engineer visually inspected the returned unit and observed that the threads on the outside of the luer was damaged. As the damage was to the outer threads of the luer a standard connection could not be made to the luer. Therefore, a q-syte threaded connection was attached to the luer connector and a leak test was performed. No leakage was observed coming from the unit and a secure connection was made. Therefore, based off the visual inspection the engineer was able to verify the reported defect and determined it was a cosmetic only issue. The observed damage to the threads was identified as a manufacturing defect that occurred due to a misalignment between the unit and the manufacturing equipment. The manufacturing facility has been notified of this incident and the findings. A notification was by the manufacturing facility to all appropriate production personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ shielded IV catheter the catheter adapter was found to be damaged. The following information was provided by the initial reporter: "the end of the catheter is missing the part that screws into the clave. So you are unable to connect or screw an adaptor piece to the end."